Event description:
It was reported that during a laparoscopic incisional hernia repair procedure, sleeve entered the patient via bladeless method. Towards the end of the 3 hour case, it was noticed that there was damage to the distal end of the universal sleeve. The sleeve was removed and inspected; this led to the confirmation that fragments of the sleeve had broken away inside the patient. The sleeve was stored for pick up; the incident recorded on the patient's notes and the patient was flushed and irrigated. The procedure was completed using the remaining ports and the patient was closed. The incision was closed and the case was completed using the remaining trocars. Additional information was requested and the following was received on 4/6/2010: (B) (6). The patient was flushed to remove debris but it cannot be confirmed that all pieces were removed from the patient and none have been retained.

Event description:
The account stated that the architect ausab reagent has generated false elevated results on a patient sample. The account provided the following results; units of measurement is miu/ml patient #1: architect analyzer axsym analyzer reactive at 17.8 non-reactive at 3.5. Retest results: reactive at 18.27 non-reactive at 4.7. Retest results were obtained one week after the initial testing. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). Melted sleeve the analysis results found that the device showed damage at the tip of the sleeve (see picture). One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. A batch record review was performed and no anomalies were found during the manufacturing process.